Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's device was not charging and the patient was in pain. They could get 4-6 bars but received 0 bars when laying down. The patient lost their recharger when they were cleaning which was shortly after the same time the recharging issues began. No further complications reported.